Event description:
The customer states the enteral feeding pump's motor is running slow.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of under/over deliver- outside accurate limit. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.